Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer reported false positive architect stat high sensitive troponin-I assay results for one child patient. The customer provided initial = 0.634 ng/ml, repeat = 0.002 ng/ml, 0.002 ng/ml (customers reference range 0.000-0.033 ng/ml). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a false positive result included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Historical performance of reagent lot 04983ui00 was evaluated using world wide data from abbottlink. The patient median result for the lot is comparable with other lots in the field and within established baselines, indicating this lot is performing acceptably. Trending review determined no trends for the issue for the product. Device history record review of lot 04983ui00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue. Based on the investigation no product deficiency was identified for the architect stat high sensitive troponin-I, lot number 04983ui00.